Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nissen fundoplication procedure the hand activation was intermittent. The case was completed with foot switch and there was no pt consequence.